Event description:
The manufacturer received information alleging that the ds2adv auto CPAP device would not turn on. The device was not in use on a patient at the time of the occurrence. The device was returned to the philips service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the auto CPAP advance w/modem/pca was burned, error codes e-84 (flow sensor stop) and e-100 (humidifier no heat) was present, and some parts of the unit showed contamination. In conclusion, the device's pca was not repaired as the device was out of warranty. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.